Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy and a bilateral salpingo-oophorectomy procedure on (B)(6) 2012. During the procedure the device was running slow, stalling and then stopped working. The surgeon completed morcellating manually and extended one of the incision sites to remove the morcellated tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-04546, 2210968-2012-04547, 2210968-2012-04548 and 2210968-2012-04549. The same patient is represented in each medwatch.